Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female who underwent a primary breast augmentation with a mentor smooth round spectrum 325cc saline prosthesis experienced spontaneous bilateral deflation post procedure. A physical examination confirmed the deflation. As a result, patient underwent bilateral replacements as follow: l/ cat#: 3503751bc, sn#: (B)(4), r/ cat#: 3503751bc, sn#: (B)(4) on (B)(6) 2021. This report relates to the left prosthesis.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female who underwent a primary breast augmentation with a mentor smooth round spectrum 325cc saline prosthesis experienced spontaneous bilateral deflation post procedure. A physical examination confirmed the deflation. As a result, patient underwent bilateral replacements as follow: l/ cat#: 3503751bc, sn#: (B)(4), r/ cat#: 3503751bc, sn#: (B)(4) on (B)(6) 2021. This report relates to the left prosthesis.

Manufacturer narrative:
Updated device evaluation completed on march 07 , 2022: the product was returned to mentor for evaluation, the connector and injection dome were not returned. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the spec smooth rnd 325cc breast implant. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on february 23, 2022: the product was returned to mentor for evaluation, the connector and injection dome were not returned. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the spec smooth rnd 325cc breast implant. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device 6578481 number, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).